Event description:
During right kidney ablation, the coil being used did not deploy all the way out of the catheter. Physician attempted to retract the coil with the catheter and it became stuck in the pt's right common femoral artery. Pt taken to surgery for removal.